Event description:
A "possible infection" and erosion of the pump site was reported. It was stated that patient had raised concerns to her nursing home staff over the "last couple of weeks" and at a refill on the date of this report complained about discharge and warmth around the pump site. Upon investigation of site, healthcare provider (hcp) found redness and erosion near the area of catheter connection. Pump was not refilled due to observations and patient was immediately directed to implanting physician's office for evaluation. Drug delivered via the device was infumorph. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).